Event description:
A malfunction alarm with malfunction code 16 was reported with no notable events occurring prior to the issue. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, and there was no specific outcome regarding the impact on the customer's blood glucose level reported. Technical support decided to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to set the pump into storage mode and return it to tandem using a pre-paid label within ten days.